Manufacturer narrative:
Pt info: unk. Health effect impact code: (B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a visian implantable collamer lens, in the patients left eye (os) on (B)(6) 2022. The lens had a high vault and the patient complained of haloes post-op. The patient is using brimonidine with some help. The lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
B5: the patient was administered 0.5% pilocarpine. The patient is hesitant for any lens removal/replacment. H6: health effect impact code: 4644 - pilocarpine. Claim # (B)(4).